Event description:
Caller reported that pump quick bolus/wake button was difficult to press and required multiple attempts to activate the screen. Caller declined to provide information on whether blood glucose levels exceeded typical thresholds, leaving no information about any adverse impact on blood glucose levels. Technical support instructed caller on ways to use the button effectively and assisted in removing the pump from the case to improve accessibility. Despite these efforts, button issues persisted, so a decision was made to replace the pump, which was still under warranty. Caller planned to use multiple daily injections as a backup insulin therapy and was guided on how to prepare and return the defective pump for replacement.